Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that shortly after the ventricular drain was deployed, the nurse in charge of the pt noticed that it was leaking cerebrospinal fluid at the transducer site. It was leaking from a connection point that is molded together. The leaking connection was right before the transducer connection. The leaking would cease if the tubing was straight, but if the tubing twisted or bent, it would pull and cause more leaking. The drain had to be replaced.